Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025, that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, while inserting the steerable guide catheter (sgc), resistance was felt and it was removed. While checking it was observed that the soft tip was broken. The sgc was replaced with another device to complete the procedure. The mr was decreased to grade 1-2 post procedure. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, while inserting the steerable guide catheter(sgc), resistance was felt and it was removed. While checking it was observed that the soft tip was broken. The sgc was replaced with another device to complete the procedure. The mr was decreased to grade 1-2 post procedure. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult to insert into anatomy was due to procedural circumstances (insufficient groin incision). The reported deformed and torn soft tip was likely due to the reported difficult to insert into anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.